Event description:
A low positive discordant immulite 2000 estradiol assay result was obtained on a pt sample. The initial sample result was lower than expected and the customer performed repeat testing on a 1:5 diluted sample. The 1:5 diluted estradiol result was high positive and what was reported to the physician. The original sample was re-run four days later and resulted as a high positive result. There was no report of adverse health consequences or altered pt treatment due to the discordant low positive estradiol assay result.

Manufacturer narrative:
Analysis of the instrument data indicate that the cause for the discordant lower positive immulite 2000 estradiol result is unk. The instrument is performing within specs. No further eval of the device is required.